Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be implanted in the esophagus to treat a 7cm stricture due to esophageal cancer during an upper gastrointestinal (ugi) esophageal stenting procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent deployment suture got stuck and the stent was unable to be fully deployed. The stent was removed from the patient partially deployed and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex esophageal distal release covered stent and delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed. Functional testing was performed by pulling the finger ring, and the stent was deployed without problems; no resistance was felt. No other problems were noted to the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. Taking all available information into consideration, the investigation concluded that the reported event was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the reported event. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be implanted in the esophagus to treat a 7cm stricture due to esophageal cancer during an upper gastrointestinal (ugi) esophageal stenting procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent deployment suture got stuck and the stent was unable to be fully deployed. The stent was removed from the patient partially deployed and another ultraflex esophageal stent was used to complete the procedure. There were no patient complications as a result of this event.